Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an unknown stent and catheter tip came in contact and wrapped around the burr during withdrawal. The target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery (rca). A 1.25 mm rotalink¿ burr was selected for use. After multiple successful passes, the burr came in contact with an old implanted stent and the end of a non-bsc catheter in the proximal rca during withdrawal of the device. In addition, some of the stent struts and a tiny piece of a non-bsc catheter detached and wrapped around the burr as it was pulled out from the patient's body. Two 3.0 x 16 and a 3.5 x 20 synergy stents were then deployed from distal to proximal rca to cover the same area where the burr came in contact with the old stent. A non-compliant balloon was then used for post dilation. No patient complications were reported.